Event description:
It was reported to boston scientific corporation that a rx locking device with biopsy cap was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, the doctor felt a bit of resistance, while pushing the distal tip of a rx extractor through the rx locking device biopsy cap. He eventually pushed the balloon through, but when he saw the tip of the balloon coming out of the distal end of the scope, he saw the sponge in front of the balloon. He finished the procedure after sweeping the duct and removing the sponge. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. Reported event of the biopsy cap sponge being pushed out into the scope. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.